Event description:
Caller reported blood glucose results of 74 mg/dl on customer's mobile, system, 32 mg/dl on aviva system within 10 minutes. No information provided for the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).